Event description:
Pt presented to the emergency room with iritability, low grade fever and vomiting. CT of the head carried out. Pt admitted and taken to surgery with pre-op dx of malfunctioning ventriculoperitoneal catheter. Upon inspection, proximal, venticular catheter functioning. The distal point, however, was not functioning.